Event description:
The customer reported the system displayed a precharge error. This error will prevent the system from booting to a usable state. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.